Event description:
A malfunction was reported on the pump, but no notable events occurred prior. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Since the malfunction code was resettable and the pump had not been reset within the last 24 hours, the customer planned to call back when ready to reset the pump.